Manufacturer narrative:
(B)(4). Test results for needle: there are marks on the needle. No needle defects were noted.

Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date and suture was used. During the procedure, the needle detached from the suture. Another like device was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.